Event description:
The customer reported that after a shoulder arthroscopy/biopsy procedure on (B)(6) 2013 and when the patient was in the post anesthesia care unit (pacu), the patient complained of severe pain and no feelings on the operated shoulder. The surgeon examined the shoulder and reported that it did not look particularly swollen or stiff, but felt that extravasation had potentially occurred. This prompted a phone call from the facility to report that the pump remote was not functioning properly during the case and that the user/staff had unplugged the remote and continued with the case by running the pump manually via the circulating nurse in the room. The case was approximately 50 minutes in time with 12 liters of fluid being used. There was a minor delay of a few minutes and the same pump was used to finish the case as intended. Follow-up with the facility revealed that the only medical intervention provided immediately thereafter was observation and pain control. The clinical nurse reported that the swelling had completely subsided within two hours of the end of surgery, but the patient was still having significant pain and no motor function. Subsequently, the patient was hospitalized for 4 nights for significant pain control. It was also reported that the 60 year old, male patient has had a history of multiple surgeries on that shoulder. The latest follow-up report received on (B)(6) 2013, from the clinical nurse indicated that although the patient still has some decreased sensation on the back of his arm, he is now doing much better and has regained motor function and his strength is gradually improving.

Manufacturer narrative:
Investigation results: as reported, the swelling was not discovered until the patient was in the recovery room, the facility was therefore, not able to identify which of the two pumps was used during this case. As a result, two 87000 arthroscopy pumps were returned to linvatec for evaluation and service. The involved tubing set was already discarded and will not be returned for evaluation. An evaluation and testing of the pump (serial #(B)(4)) found no functional issues that could have caused or contributed to the reported problem. The pump alarms and pressure functions were extensively tested and met manufacturer functional test requirements. However, visual inspection of the pump found modified screw was corroded and the pcb transformer was loose. A review of the device service/repair history records indicated that the preventative maintenance was long overdue, based on the last service/repair date of (B)(4) 2008. An evaluation and testing of the 2nd pump (serial #(B)(4)) found no functional issues that could have caused or contributed to the reported problem. The pump alarms and pressure functions were extensively tested and met manufacturer functional test requirements. However, further inspection found the pump was received in poor condition due to the lack of service/maintenance. Visual inspection found the front cover was an old 3m style and was physically damaged in both upper corners. Once the cover was removed, corrosive-like deposits were observed and all 4 pcb stands off were broken off and the pcb transformer was loose. A review of the device service/repair history records indicated that the preventative maintenance was long overdue, based on the last service/repair date of (B)(4) 2010. The instruction manual informs the user of a 12 months service interval for this device. Due to the age of the pumps and lack of service, both units will need re-calibration and overall pm performed to return to its optimal performance. To reduce the risk of patient injury, the device instruction manual provides the following warnings: extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate and visually inspect the extremity and operative site frequently throughout the procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning and frequently during the procedure to ensure that all fenestrations are fully within the joint capsule and are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. Extravasation or other patient injury may occur.